Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g clogged. The following information was provided by the initial reporter: "it was reported that there is no insulin flow during priming and injection. Verbatim: consumer reported no insulin flow when priming or taking injection. Stated, even if she's not successful with priming, she will still try to inject with same pen needle lot: unknown-(consumer eyesight is limited, could not make out lot#)"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/29/2020 h.6. Investigation: customer returned (10) 32gx4mm bd pen needles from lot 9186452 (9 used, 1 unused/sealed). Consumer reported no insulin flow when priming or taking injection. All 10 returned pen needles were examined and the following was observed: - four pen needles returned after use with a bent non-patient end (npe) cannula - two pen needles returned after use with a broken npe cannula - three pen needles returned after use with a straight npe cannula no evidence of manufacturing defects were observed. The unused sample and three used samples with straight npe cannulas were tested for flow using a test pen injector: all four samples were able to expel properly. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since the 6 pen needles with bent/broken npe cannulas were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g clogged. The following information was provided by the initial reporter: "it was reported that there is no insulin flow during priming and injection. Verbatim: consumer reported no insulin flow when priming or taking injection. Stated, even if she's not successful with priming, she will still try to inject with same pen needle lot: unknown-(consumer eyesight is limited, could not make out lot#)".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g clogged. The following information was provided by the initial reporter: "it was reported that there is no insulin flow during priming and injection. Verbatim: consumer reported no insulin flow when priming or taking injection. Stated, even if she's not successful with priming, she will still try to inject with same pen needle. Lot: unknown-(consumer eyesight is limited, could not make out lot#)".